Event description:
It was reported that the pump showed a plunger sensor error. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The device was in good condition with no appearance of any physical damage. Check syringe plunger sensor was found in the event history log (ehl). Unable to duplicate check syringe plunger sensor at power up, but plunger sensor intermittently failed; this was due to the right flipper found intermittently stuck when plunger lever was pressed and released. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): replaced left plunger case, performed preventive maintenance and all functional testing passed.